Event description:
It was reported that the health care professional (hcp) called for review of device data from consult. Technical services reviewed and found that this pacemaker exhibited crosstalk oversensing and had out-of-range right ventricular (rv) intrinsic amplitudes. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.